Event description:
During preparation for use it was noticed that the luer lock was loose on two amvisc syringes and would not tighten. A leak was observed near the luer lock when the plunger was advanced. There was no patient contact.

Manufacturer narrative:
The device has been returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.